Manufacturer narrative:
Tandem¿s user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple air bubbles were observed within the infusion set tubing with multiple cartridges. Reportedly, the customer did not perform the air removal process during the load sequence. Customer used the second cartridge for insulin therapy. Customer's blood glucose level was 250 mg/dl.